Event description:
The customer stated during use of a patient, air leaked from the tracheostomy tube's pilot balloon. No patient harm was reported,. The tracheostomy tube was checked prior-to-use. The patient was re intubated.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.